Event description:
It was reported that the tip of the driver broke while tightening a screw on a crosslink. The tip was burred out of the crosslink and retrieved. No pt complications were reported.

Manufacturer narrative:
(B) (4): the hex driver was returned for eval. Visual exam found approximately 4mm of the tip had broken off which is consistent with interface during usage. Microscopic exam of the fracture revealed a fairly tortuous fracture surface and no indications of fatigue were visible. The hardness was found to be within specification. A review of the device history records did not identify any applicable nonconformance to specification.